Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is there an alleged deficiency against surgicel product? If yes, can you please provide specific details for each patient who experienced an adverse consequence? What is the product code and lot number of surgicel used during the initial index procedure? Date of initial procedure. Patient initials, age, gender, & past medical history. Was this event reported to ethicon previously?

Event description:
It was reported in journal article ¿omission of hemostatic agents during robotic partial nephrectomy does not increase postoperative bleeding risk¿ that oxidized cellulose was used. The authors sought to examine the impact of hemostatic agents (ha) on postoperative bleeding after robotic partial nephrectomy (rpn) in a contemporary cohort in this retrospective nonrandomized study. The primary outcome was postoperative blood transfusion. The secondary outcome was postoperative hemoglobin decline (in g/dl). Eight patients with hemostatic agents received blood transfusion (cellulose, n=3). The article concludes that in nonanemic patients with minimal intraoperative bleeding (preoperative hemoglobin >11g/dl, ebl <175ml), ha use does not alter postoperative bleeding risk after rpn. Additional information has been requested.